Event description:
Patient presented in the ER for inappropriate shocks due to noise on the rv lead. Noise was present on the rv iegm without any provocative maneuvers. All sensing, threshold and impedance values for the rv lead were in range. Lead to be considered to be revised at this time. (B)(6) 2013 - this lead's pace/sense portion was capped and replaced with a pacer lead.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.